Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has seen little improvement in her vision. Add'l info has been requested.